Event description:
During routine testing of the device, the service technician reported that the belt was slipping. Since the event occurred during routine testing, there was no patient involvement during this event.